Event description:
The son of a (B)(6) male pt called zoll customer support to report that wires were exposed on the pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging cable wires. The root cause for the strained cable could not be positively identified but was likely excessive force on the cable section. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.